Manufacturer narrative:
(B)(4). Macroscopic examination confirms the implant fractured into multiple pieces, with two portions or the implant returned for analysis. Microscopic examination of the fracture surfaces reveal a brittle fracture lines at approximately midline of the implant, with directional river suggesting crack propagation due to compressive overload condition during implant insertion. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant peek implant at l4/5. The peek implant broke during insertion. All parts of the implant were retrieved. No patient complications were reported.